Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was inserted into a to charger and eventually, the charging light emitting diode (led) of the charger turned flashing red. The handle was removed from the charger but it did not initialize and the bq data showed the charge fet (cfet) failure tripped. It was reported that the handle did not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during service maintenance, the handle would not power on. There was no patient involved. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated.